Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the lifevest therapy electrodes. The patient was applying an unknown ointment prescribed for a previous issue but the irritation remained. The patient's prescribing cardiologist advised the patient to remove the lifevest. The patient reported that the irritation healed.